Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, it was reported to the local boston scientific field representative that this right atrial lead had been displaying noise. The lead was reported to have fractured. The lead was capped and replaced. There were no adverse patient effects reported.